Event description:
It was reported while using bd vacutainer® serum blood collection tubes that clot formation was taking longer than expected and there was a red cell ring on the tube wall. This occurred five (B)(4) times. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell ring was observed. Poor clot formation cannot be observed. Additionally, retention samples from bd inventory were visually inspected with no defects observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, red cell ring. Poor clot formation was not confirmed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that clot formation was taking longer than expected and there was a red cell ring on the tube wall. This occurred five (5) times. There was no health impact or consequences reported.